Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while ablating with the thermocool® smart touch¿ bi-directional navigation catheter, an impedance rise was noticed followed by a steam pop. The impedance value was not exceeded. The patient¿s heart rate and blood pressure were elevated. Ultrasound catheter was used to confirm cardiac tamponade. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove 1100 cc of fluid from the pericardial space. Patient¿s heart rate and blood pressure restored, and the patient was sent to the intensive care unit in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was not performed during the case. The smartablate generator was used in power control mode at 35w with nominal temperature, power and impedance cut offs. The catheter irrigation was set at 17 ml/min. The force visualization features used included graph, dashboard and vector. The parameters for stability used with the visitag module were range of 2.5mm, time 5 seconds, force over time of 25% with size of 3g with respiration gating enabled. No additional filter was used. Time was used as color option. No error messages were observed on any bwi equipment.